Event description:
It was reported that while the ventilator was connected to a pt, it generated an alarm indicating a restart of the ventilator and stopped ventilating. The ventilator was immediately disconnected from the pt. (B)(4).

Manufacturer narrative:
(B)(4).